Event description:
Unable to return blood from baxter prismaflex central renal replacement therapy (crrt) system due to large blood clots in circuit making it unsafe to return blood. Approximately 150ml of blood loss.